Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, a cable break was confirmed. Therefore, it was determined that the reported phenomenon, ¿image is disturbed (image is not visible)¿, occurred because the video function did not work properly due to a cable break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a no image issue was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head displayed a blurry and cloudy image. During a standard service inspection of the customer returned device, no image output was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.